Event description:
It was reported that the patient had a surgical procedure to implant an artificial urinary sphincter (aus) after having a previous male sling system. No patient complications were reported in relation to his event.